Event description:
Reportable based on device analysis completed on 16-oct-2018. It was reported that the coil was stuck inside the catheter. The target area was located in the splenic artery. A 22mm x 60cm interlock coil was selected for use. During the procedure, when the microcatheter was ready, the physician was able to advance the coil successfully. However, when the physician withdrew the coil to reposition, it was noted that the coil became stuck inside the microcatheter and could neither be delivered nor withdrawn. The physician had to withdraw the microcatheter along with the interlock coil. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil. Device evaluated by MFR: the device was returned for analysis. A pusher wire and a coil were returned for this complaint. The pusher wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection of the pusher wire revealed that the distal solder joint outer diameter (od), mid solder joint od, distal tfe od and proximal tfe od were within specifications. The main coil zap tip od (max), primary coil od, and number of fiber bundles were within specifications.